Event description:
Lot #130411ga-patient developed a 2cm band of induration from PICC insertion site to over the shoulder, with a .5cm band of pink/red in center of induration that follows the length of induration.lot #035467-patient developed a wedge of induration that started approximately 3cm above PICC insertion site to over the shoulder, in a widening path.